Event description:
Information was received from hcp. It was reported that the drill loosens while driving. Also there's a hole in the black hose attached to the handle. No patient impact.

Manufacturer narrative:
The customer reason for return has been partially confirmed, the cable was damaged. The bearings were worn. A cup was worn. The hp was heavily corroded. If information is provided in the future, a supplemental report will be issued.